Manufacturer narrative:
(B)(4). Approximate age of device- 1 day. The patient remains ongoing on vad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on the morning of (B)(6) 2018 the patient had a stroke and was diagnosed with a right middle cerebral artery (mca) occlusion. The manufacturer's technical service representative reviewed the submitted log file and observed that there were no unusual events observed within the log file. Additional information regarding the event was requested, but not yet provided.